Manufacturer narrative:
(B)(4).

Event description:
Study coordinator contacted dexcom on (B)(6) 2015, to report that a clinical patient experienced a hypoglycemic event on (B)(6) 2015. Study coordinator received a call from the subject stating that his roommate had to call 911 at approximately 1:30 am on (B)(6) 2015, related to a hypoglycemic event. Subject reported to study coordinator that he took short acting insulin for dinner, but was tired and decided to lay down. Subject fell asleep without eating. Subject's roommate went to the subject's room after hearing his dexcom continuous glucose monitor (cgm) alarm. Subject was found on the floor conscious but confused. When emergency medical technician's (emt) arrived, subject's blood glucose (bg) was initially 40mg/dl. Emt's administered 1 ampule (amp) of d50 intravenous (IV) dextrose 50%. Subject's bg came up to 217mg/dl in the emergency room (ER). Subject was treated and released from the hospital around 4:00 am on (B)(6) 2015. Additionally, subject confirmed that devices are working appropriately and made no allegations towards any product. Subject further reported that his low alarm is set for less than 60mg/dl, and high alarm is set for greater than 150mg/dl. No additional event or patient information is available. There was no alleged device malfunction. It should be noted that diabetes mellitus is a known cause of hypoglycemia.